Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing an intended when the representative arrived. The representative suspected that the generator was not booting up correct and replaced the atp and ht boards. The imaging system passed the system checkout and was found to be fully functional. The atp and ht boards have been received by the manufacturer. However, analysis has not been completed at the time of filing. 10, 213, and 4315 are associated with the system checkout. 4118, 3233, and 11 are associated with the returned boards. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31000127, serial/lot #: rev. 4 : s/n (B)(6), ubd: unknown, UDI#: unknown. H3) the ht controller was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found while under testing. The atp board was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. When installed in a known good system, 2d and 3d images failed. Analysis found that the reported event was related to an electrical issue. H6) 10, 213, and 4315 are associated with the ht controller. 10, 120, and 4307 are associated with the atp board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that upon boot up, the gantry was beeping and x-ray was disabled. There was no patient present when this issue was identified. Troubleshooting was performed. The key and dongle were checked. The error logs showed a watchdog/command processor error. Multiple restarts did not fix the issue.